Event description:
Son has gotten stuck on the mesh with zipper closure on the bed system. FDA has put out a recall on the bed system but she is yet to received a retrofit kit which is to help reduce the risk, of entrapment from the MFR. She is concerned that her son might suffocate using this bed system because he has cerebral palsy.